Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with near syncope/dizziness, slow heart rate, and palpitations. The patients right ventricular (rv) lead exhibited an acute change in thresholds and sensing, resulting in high thresholds and non-capture. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.